Manufacturer narrative:
The device was not returned for evaluation as it was returned to the (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2019 for an unknown reason. During a review of investigation findings from (B)(6) it was identified that the rod had evidence of a pin fracture.